Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the display assembly was returned to carefusion¿s factory service department. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was due to a defective display assembly. The assembly will be sent to the failure analysis laboratory for further evaluation. The display assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated in the laboratory setting. No root cause could be identified.

Event description:
The customer reported that the ventilator's touchscreen was distorted making the screen unable to be read. The customer replaced the uim cable and it did not resolve the issue. There was no patient involvement.